Event description:
Same case as 6000089-2006-00557, 6000089-2006-00591. 80 days after a coronary artery drug eluting stenting procedure that pt experienced unstable angina & shortness of breath. Lesion 1 was lcoated in the proximal right coronary artery (prox rca) and was treated with two taxus express2 8.8% 3.0x20mm drug eluting stents with an unk overla[ in the target lesion. Lesion 2 was located in the distal right coronary artery (dist rca) and was treated with a taxus express2 8.8% 2.75x20mm drug eluting stent int he target lesion. 80 days after the initial procedure the pt returned to the hosp with unstable angina and shortness of breath. Pci to the unstable angina and shortness of breath. Pci to the prox rca was attempted but was unsuccessful. No further info is available at this time, but has been requested by the site.